Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic, abdominal pain"), metrorrhagia ("metorrhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vag. Discharge") and fatigue ("fatigue"). The patient was treated with surgery (salping. (Bilateral), hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, metrorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, metrorrhagia, vaginal infection, vaginal discharge, fatigue and she did not undergo confirmation test. Reporter information, date of birth, essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure (batch no. D06938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic, abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vag. Discharge") and fatigue ("fatigue"). The patient was treated with surgery (salping. (Bilateral), hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, metrorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016, (B)(6) 2016 insertion details- right: 3 coils, left: 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure (batch no. D06938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic, abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vag. Discharge") and fatigue ("fatigue"). The patient was treated with surgery (salping. (Bilateral), hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, metrorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016, (B)(6) 2016 insertion details- right: 3 coils, left: 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot no. Was added. Reporter was added. Expiration date was added. Insertion details was added in rcc tab. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.